Manufacturer narrative:
This device will be returned. Upon return and analysis this investigation will be updated.

Event description:
It was reported that during the implant it was not possible to insert the lead into this device. A new device was used. This device will be returned. No adverse patient effects were reported.

Event description:
It was reported that during the implant it was not possible to insert the lead into this device. A new device was used. The return of this device has been impacted by the covid-19 virus as the hospital where the device is attained is closed. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.